Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): on (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The alleged complaint was confirmed during investigations: there was a failure with one of the meter's processor components. The returned meter's serial number was not visible on the meter's label. The reported meter serial #, (B)(4) was confirmed through the meter download. The label issue is not a reportable malfunction as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.